Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed a 7mm crack in the swivel wye connector. The circuit was pressure tested and the result was within specification. A lot check revealed no other complaints of this nature for lot number 130214. Conclusion: we were unable to determine definitively the root cause of the reported leak; however, the damage to the swivel wye connector suggests that it sustained physical damage. The swivel assembly of each infant breathing circuit is visually inspected and pressure and flow tested during production. Those that fail are rejected. The customer has confirmed that the subject breathing circuit was in use for three days before a leak was observed, which indicates that the circuit became damaged during use. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt265 infant dual heated evaqua2 breathing circuit started leaking after three days of use. They observed a crack on the swivel wye connector. No patient consequence was reported.